Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous results for multiple analytes for seven (7) patient samples generated on their unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. There was no impact to patient treatment. The data report received from the customer is unclear regarding the actual number of affected patient samples and the specific analytes tested for each patient sample pertaining to this event. Based on the format of the data report received from the customer, it is estimated that seven (7) patient samples were affected by this event. Despite repeated requests, the customer did not provide additional information. The customer conducted repeat analyses for the affected patient samples and analytes. Modified results were reported out of the laboratory.

Manufacturer narrative:
The customer reported that the black tray below the reagent probes was full of fluid. The customer was wearing personal protective equipment (ppe) at the time of the discovery. There was no exposure to the customer. The customer did not seek medical attention. The customer has a risk management plan in place for the facility. A field service engineer (fse) was dispatched to the customer's site. The fse observed that reagent probe b was leaking. The fse replaced reagent probe b, the tubing, and the wash collar. The fse observed that the probe was bent. The fse performed necessary alignments and cleaned and lubricated both rails of the reagent probes. The fse verified the repair according to established procedures. The event described in this medwatch report is related to another event for the same customer. The related medwatch report number is 2050012-2011-04875.